Event description:
While attempting to inflate the balloon on the catheter multiple leaks were observed proximal to the 18 g colored section of the catheter. Catheter was removed and replaced. There was no harm to the patient.